Event description:
Our firm received information indicating that a patient (pt) experienced an ocular event while wearing acuvue advance contact lenses (cl). The pt was wearing the lenses on an extended wear schedule, the replacement schedule and lens care solution were not reported. The pt reportedly experienced "strong conjunctivitis after sleeping with acuvue advance lenses for 3 or 4 days. It happened around 20 days ago". The pt was a new wearer of acuvue advance cl and was wearing a trial pair received from an optical store at a local mall. On (B)(4) 2014 our firm spoke with the pt who provided a limited amount of information and stated that he/she was "diagnosed with corneal ulcer and it's being treated" at a local facility. Our firm has made unsuccessful attempts to collect additional medical and obtain lot information and product.

Manufacturer narrative:
Our firm was unable to confirm the diagnosis or treatment with the treating eye care professional. Corneal ulcer may or may be a serious injury, due to the limited amount of information; the event is submitted as worst case. A lot number was not provided and the suspect product was not available for evaluation. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly franchise review meetings. (B)(4).